Event description:
It was reported that the patient phoned the clinic describing symptoms of fluttering around their device/heart. Interrogation of the implantable pulse generator (ipg) indicated it had reached elective replacement indicator (eri) with unexpected longevity. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient phoned the clinic describing symptoms of fluttering around their device/heart. Interrogation of the implantable pulse generator (ipg) indicated it had reached elective replacement indicator (eri) with unexpected longevity. The device was scheduled to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).